Event description:
Consumer complaint of low blood results. Expected blood glucose results (two hours after meals) range from 150 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed after meal ((B)(6) 2014; 1:21pm) with results of 167 mg/dl after meal. Verified storage of test strips is within specification and they are kept in a drawer located in the living room. Test strip lot MFR's expiration date is (B)(6) 2017 and vial was opened on (B)(6) 2014. Recall test results from memory performed at least two hours after meals (manually logged by consumer): on (B)(6) 2014; 12:30pm - 72mg/dl; (B)(6) 2014; 9pm - 75mg/dl; (B)(6) 2014; 8pm - 96mg/dl; (B)(6) 2014; 8pm - 81mg/dl; (B)(6) 2014; 8pm - 90mg/dl. Based on the customer expected results (150-160) and the lowest result in memory (72). The complaint is reportable (zone b/c). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(6). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Product codes updated.

Event description:
Consumer complaint of low blood results. Expected blood glucose results (two hours after meals) range from 150 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed after meal ((B)(6) 2014; 1:21pm) with result of 167 mg/dl after meal. Verified storage of test strips is within specification and they are kept in a drawer located in the living room. Test strip lot manufacturer's expiration date is 05/23/2017 and vial was opened on (B)(6) 2014. Recall test results from memory performed at least two hours after meals (manually logged by consumer): (B)(6). Based on the customers expected results (150-160) and the lowest result in memory (72). The complaint is reportable (zone b/c). Adverse event not reported.